Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support about recurrent low glucose readings while using the ilet and inquired about performing a factory reset; the agent advised against a reset due to loss of device learning and attempted to review patterns, noting lows predominantly in the afternoon or evening with an instance after a missed meal. Symptoms included hypoglycemia with documented glucose values as low as 71 mg/dl. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included device history review and analysis of available user-reported data and reports. Investigation of this case revealed no device malfunction and user factors such as missed meals and variable timing as plausible contributors to hypoglycemia. It was concluded that the device functioned as designed and the cause of hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.